Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, the patient's transmitter quit working in the middle of the night. No additional patient or event information is available.